Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) battery will no charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the alarm daughter board including 9v battery and performed preventive maintenance and all functional test, calibrations and safety test. Unit cleared for clinical use.

Event description:
N/a.